Event description:
Asr revision. Asr xl acetabular system - right. Reason(s) for revision: unknown. Revision date confirmation received (b)(3) 2012.

Event description:
Reason for revision: alval/soft tissue reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New (B)(6) record created in order to update (B)(6) (legacy system) complaint number (B)(4). Reason for original complaint - asr revision due to take place (B)(6) 2012. Asr xl acetabular system - right. Reason(s) for revision: unknown. List of product stickers obtained for both hips, no plan to revise left hip. Email attached. For left hip revision please see com (B)(4). Update: revision date confirmation received 28 may 2012. Update - received 4 march 2013 - reason for revision. Reason for revision: alval/soft tissue reaction. Update received: 30th may 2014 - added hospital: (B)(6) hospital (B)(6), added surgeon: (B)(6), marked as legal, added (B)(6) reference number, amended revision date: (B)(6) 2012, cross referenced, added patient gender, added patient age, added patient date of birth, added patient name, added patient ID (initials).

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.